Event description:
During a phone call with a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) the patient reported they had peritonitis on (B)(6) 2021 from the holes in the patient line¿s tubing. Per the patient, they were not admitted to the hospital but were given antibiotics. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella (genus not provided) on (B)(6) 2021, and the patient¿s ip vancomycin was discontinued. The pdrn attributed causality to one of the patient¿s three cats chewing through the cycler tubing. The patient is recovering from the events and continues to utilize the same liberty select cycler without reported issue. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s), product(s) and/or drug(s).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified, and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a phone call with a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) the patient reported they had peritonitis on (B)(6) 2021 from the holes in the patient line¿s tubing. Per the patient, they were not admitted to the hospital but were given antibiotics. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella (genus not provided) on (B)(6) 2021, and the patient¿s ip vancomycin was discontinued. The pdrn attributed causality to one of the patient¿s three cats chewing through the cycler tubing. The patient is recovering from the events and continues to utilize the same liberty select cycler without reported issue. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s), product(s) and/or drug(s).

Manufacturer narrative:
Corrections: h6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), causality was attributed to one of the patient¿s cat chewing through the cycler tubing. Per the pdrn, the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Pasteurella bacteria are known inhabitants of the upper respiratory tract in felines and can be transmitted to humans through direct and indirect contact. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency and/or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
During a phone call with a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) the patient reported they had peritonitis on 09/10/2021 from the holes in the patient line¿s tubing. Per the patient, they were not admitted to the hospital but were given antibiotics. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient began treatment as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella (genus not provided) on (B)(6) 2021, and the patient¿s ip vancomycin was discontinued. The pdrn attributed causality to one of the patient¿s three cats chewing through the cycler tubing. The patient is recovering from the events and continues to utilize the same liberty select cycler without reported issue. The pdrn reported the serious adverse events were not caused and/or contributed to by a fresenius device(s), product(s) and/or drug(s).